Event description:
Healthcare professional reported left side "rupture¿ and "simple cysts" diagnosed via ultrasound and MRI. The event of "simple cysts" was not device related. Device remains implanted.

Manufacturer narrative:
E1. Phone number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, cyst-ndr.